Event description:
Info received indicates when the brakes were engaged from the right side the left side brake did not engage and the foot end of the bed would roll. The bed appeared to be in brake on the right side.

Manufacturer narrative:
The tech found the brake pedal was snapped off. The tech replaced the brake pedal, cam pivot, end cap, and brake/steer strip to repair the bed.